Event description:
It was reported that the patient underwent a balloon kyphoplasty for treatment of a vertebral compression fracture (vcf). One day post-op, the patient had a myocardial infarction. Pharmaceutical therapy intervention was provided. The physician indicated the event was possibly related to the anesthesia or other procedure related events and the event was unrelated to the bkp tools or bone cement. The event was reported as resolved two days after the initial onset of symptoms and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(6). (B)(4). It is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.